Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device manufacture date (mm/dd/yyyy): corrected to 9/8/2007. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with central clumping of cells under the right flap eye at post treatment. The patient¿s chief complaint was of decrease vision, halos, glares, and shadows. The patient experienced loss of best corrected visual acuity (bcva) and the event is lasting and disabling, significantly interfering daily activities. Topical steroids were increased, and a flap lift and rinse were performed to resolve symptoms. Bcva from (B)(6) 2019: right eye pre-op 20/20 -1.50 x -1.50 x 14; left eye pre-op 20/20 -1.00 x -.50 x 174. Bcva from (B)(6) 2019: right eye post-op 20/15 .00 x .00 x 90; left eye post-op 20/20 .00 x .00 x 90.